Manufacturer narrative:
Initial MDR with device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging issues.

Event description:
Oncology team staff member emailed specialist to report the phaseal adapter on 1 fluorouracil syringe for patient rt was not secured properly. Customer that when the nurse twisted the adapter into the cannula, the luer lock within the syringe came loose and detached from the syringe. Customer confirmed this did not result in cytotoxic exposure to the nurse. No third party notification is required for this event as the ancillary attachment is added during the compounding of this product, if there were any quality issues with the ancillary attachment, this would have been identified during compounding and attachment rejected; compounding investigation only required. Qa specialist forwarded additional information from customer confirming no leak occurred during this event. Customer reported there was no damage observed to the product packaging, or the carton the product was received in; prior to the incident occurring. Customer also reported the patient did not miss their treatment, the product was used as the nurse re-attached the adaptor. Customer also confirmed there was no report of patient / staff injury or medical intervention as a result of this event, however stated "potential for exposure if incident was to recur". This was identified at the hospital during setup / preparation. There was no report of patient injury or medical intervention as a result of this event. The actual sample was used by the customer, no photographs have been provided for investigation. Fluorouracil.